Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer experienced issues with their sensor and properly calibrating. Customer was advised to change out their site. Customer was advised a replacement sensor will be sent out and agreed to return the product for analysis.